Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plaster detached from the connector plate of the infusion set. This occurred with two boxes from the same lot number. No adverse event reported. Return of the suspect device was requested for evaluation.